Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient receiving 7.5 mg/ml of morphine at 3.9960 mg/day via an implantable pump for non-malignant pain. It was reported the patient had lost 50 pounds of weight and needed a pocket revision due to the weight loss. It was reported the pump was uncomfortable. The doctor buried the pump deeper and tacked the pump down in the pocket. No other changes were made. It was reported the patient was doing fine. The issue was resolved at the time of the report, (B)(6) 2019. The patient's status was provided as alive - no injury. No further complications were reported or anticipated. The patient's medical history includes: chronic pain and htn (hypertension). Other medications being given at the time of the event were not available.